Event description:
Pt has tessio catheters in place for hemodialysis. On the date noted during the initiation process when the line was being flushed the venous catheter split; the line above the split was clamped; noted to be very close to insertion site. Pt was sent to hosp for replacement.